Event description:
A customer reported that a patient was feeling different this day; soon after a hemodialysis treatment was initiated. As a precaution measurement, 100 ml of normal saline was given and the machine was set to minimum ultrafiltration rate. The patient then stated she felt like she had when she came from the nursing home. According to the nurse, this is a patient that does not normally complain. She is elderly and "is not really all there." Reportedly, three hours later the patient's blood pressure dropped to 77/55, but the nurse was unsure that this was related to the dialysis treatment. However, the machine was set to minimum ultrafiltration rate and additional 100 ml normal saline solution given to the patient. Ultimately the patient completed the prescribed treatment without further clinical complications. The patient was given 500 units bolus of baxter heparin and 500 units hourly. The CT 190g dialyzer was preprocessed. The reuse number was 2. The dialyzer was placed onto the gambro phoenix machine and was primed with 500ml of normal saline. The patient has used the CT 190g dialyzer for 2 to 3 months, without any issues. The patient has a long-term catheter access. The facility has a standard recirculation time of 10 minutes before patients are connected to the machine. A sample was taken from the machine and it was cultured. The test result from the machine came back as normal. No other information available at this time.

Manufacturer narrative:
A batch review of the reported lot revealed no abnormalities. Furthermore, the manufacturer is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation is still pending. Should significant information becomes available, a follow-up report will be submitted.